Event description:
The patient had a reading of 115 and 85 mg/dl within 10 minutes from the adc device. She then went into a seizure. Her mother gave her some soda to bring her glucose back up. The caller did not provide the patients blood glucose after the event. The caller did not called the paramedics and the patient was not sent to the hospital after the event. The comparision results plotted in the "x" zone.